Event description:
1975: pt had subcutaneous mastectomy with silicone gel implants. 1977: capsulectomy. 1966: mammogram showed siliconoma rt breast. 12/16/96: remove and exchange implant bilateral breast with insertion of saline filled implant.